Event description:
It was reported via repair work order that the scale was fluctuating and would not keep a constant weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.